Manufacturer narrative:
(B)(4). Additional information received on march 10, 2026, indicated that "the patient was under anesthesia and the procedure proceeded as planned with another syringe, without awakening the patient once the event occurred. A deflux needle was used. The indication was vur in a kid. Surgeon's fingers got cut." Further additional information received on march 26, 2026, indicated that "it was confirmed that there were no injuries to the surgeon." The sample was returned to the manufacturer. The manufacturer reported: "this complaint has been handled and closed as code 3b (broken flange) based on the complaint description, pictures and inspection of sample video: visual inspection has been performed of provided video in terms of overall appearance. Video shows one syringe with a broken flange. Lot number is not visible. Number of defective units is in accordance with report. Code 3b applies. Inspection of sample: one syringe in return. Number of units and lot are in accordance with report. The flange of the syringe is broken. Code 3b applies. The batch record has been reviewed and no deviations or anomalies were identified that can be linked to the complaint. No quality issues have been found related to the raw material (syringe) that could explain the complaint. Identified root cause: not determined. No further actions will be taken regarding this complaint at this time. However, the lot will continue to be monitored, and if relevant, further investigation will be initiated." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the barrel flange loosen and off from syringe barrel when physician pushing plunger to inject deflux to patient". No patient harm or injury reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the barrel flange loosen and off from syringe barrel when physician pushing plunger to inject deflux to patient". No patient harm or injury reported.